Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 260 mg/dl while wearing the pod between 4 and 24 hours. She noticed insulin leaking. The adhesive was secure until before removal she noticed that the adhesive around the cannula came loose and that was when she felt the adhesive was soaked in insulin. The patient's cannula was found bent when removed from the infusion site (leg). For treatment, changed the pod and bolused.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was not bent or kinked. No issues were noted that would result in fluid leaking during wear or a failure to deliver insulin. The original state of the adhesive pad could not be determined due to it having been worn.